Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: during testing, the pump was powered on to the verify screen with alarms and audible tones functioning properly. The vibratory feature was also functioning appropriately. The complaint of an audio tone issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that "the alarm does not escalate." There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a audio tone issue.